Manufacturer narrative:
Evaluation results: inherent risk of procedure (balloon rupture). No results available since no evaluation was performed. (No device received for evaluation). Evaluation conclusion: known inherent risk of procedure (balloon rupture). Unable to confirm complaint. (B)(4).

Event description:
The physician intended to deploy a resolute integrity drug eluting stent. The device was inspected prior to use. It was reported that the balloon would not inflate. It was reported that no pressure was ever achieved. It was also reported that blood 'backed up' when placed inside the catheter. There were no patient complications reported.